Event description:
Two pt samples with discrepant results for multiple tests. Repeat testing occurred in 2008. Pt 1: initial total protein gave = 3.0 g/dl; repeats gave 6.4 and 7.1 g/dl respectively. Initial b12 gave 105 pg/ml; repeat gave 382.2 pg/ml. Erroneous results were reported. Pts not adversely affected. The field svc rep was unable to determine root cause. Performance tests were performed which were within specifications.

Manufacturer narrative:
.

Event description:
Two pt samples with discrepant results for multiple tests. Repeat testing occurred in 2008. Pt 2: initial b12 gave 10.18 pg/ml; repeat gave 238.6 pg/ml. Initial folate gave 238.6 ng/ml; repeat gave 514.7 ng/ml. Erroneous results were reported. Pts not adversely affected. The field svc rep was unable to determine root cause. Performance tests were performed which were within specifications.